Event description:
Event description guidant received information that this packaged device which has been shipped out to the sales field several times was returned to guidant. Analysis of this device was required as it failed final package testing prior to being sent out again.